Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of schanz screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when using self-drilling schanz screws along with a drill guide, the screws can become stuck in the sleeve due to bone debris going up the drill guide. This leads to unknown time delays during the procedure. This report is for an unknown quantity of schanz screws. This report is 1 of 1 for complaint (B)(4).